Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported a hematoma that happened during the return cycle of a donation procedure. The donor was not willing to undergo a second puncture, so the operator ended the run. It is unknown at this time if medical intervention was necessary for this event. Patient information is not available at this time. The disposable set will not be returned, because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Per information provided by the customer, no medical intervention was administered. Upon doctor review, the patient was considered normal.

Event description:
No medical intervention was necessary for this event. The customer stated that the patient (donor) was 'normal' after the event.